Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and was unable to self-treat. A healthcare professional (hcp) provided "glucose in a tube and oral" and took a glucose reading of 100 mg/dl on an hcp meter for treatment. There was no report of death or permanent impairment associated with this event.